Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.